Event description:
It was reported the ebox of the handpiece was leaking. This was found during the manufacturer's repair. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the manufacturer and seal failure was found in the e-box causing the potential for the ebox to leak silicone potting out of the handpiece. The device was repaired and returned to the customer.